Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the stent (subject device) was advanced in the microcatheter, the stent detached prematurely inside the microcatheter shaft. The stent was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Event description:
It was reported that when the stent (subject device) was advanced in the microcatheter, the stent detached prematurely inside the microcatheter shaft. The stent was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Information available indicates that the physician withdrew the stent delivery wire to change the stent size and the stent was left inside the microcatheter shaft. Per the device dfu, "withdraw the microcatheter, stent, and stent delivery wire as a unit and repeat the procedure with new devices." Because the device dfu specifically cautions that if any difficulties are experienced during stent transfer, the whole system should be withdrawn together, the cause of the event is considered to be related to user error.